Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of august 06, 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). The user facility biomed determined that the cause of the reported event was that the device's heater assembly was malfunctioning. The user facility biomed stated that he will order a replacement heater assembly to repair the device and return it to service.

Event description:
The user facility biomed reported that while in use o a patient the device's water trap was filling up wit water and the exhaled volumes are reading low. The patient was removed rom the device and placed on another device with no harm to the patient reported.